Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 625977,624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and multigravida. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal bleeding"), post procedural complication ("post removal complications"), mental disorder ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the device dislocation, pelvic pain and genital haemorrhage had resolved and the post procedural complication, mental disorder and urinary tract infection outcome was unknown. The reporter considered device dislocation, genital haemorrhage, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for migration discrepancy noted in date of insertion (B)(6) 2007. Trailing coil pof 2 counts which were observed after the device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: hysterosalpingogram .reveals left fallopian tube occlusion in this patient status post essure procedure. The right fallopian tube is patent as the essure wire resides outside and superior to the right fallopian tubes.; on (B)(6) 2009: impression: bilateral essure devices, occlusion of the fallopian tubes bilaterally. 625977-left, 624841-right. Most recent follow-up information incorporated above includes: on 25-feb-2021: mr received: reporter, lot number, medical history, lab test and rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 625977,624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and multigravida. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal bleeding"), post procedural complication ("post removal complications"), mental disorder ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the device dislocation, pelvic pain and genital haemorrhage had resolved and the post procedural complication, mental disorder and urinary tract infection outcome was unknown. The reporter considered device dislocation, genital haemorrhage, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for migration discrepancy noted in date of insertion (B)(6) 2007 and (B)(6) 2007 trailing coil pof 2 counts which were observed after the device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: hysterosalpinggogram .reveals left fallopian tube occlusion in this patient status post essure procedure. The right fallopian tube is patent as the essure wire resides outside and superior to the right fallopian tubes.; on (B)(6) 2009: impression: bilateral essure devices, occlusion of the fallopian tubes bilaterally. 625977-left, 624841-right lot number: 624841 manufacturing date: 2007/06 expiration date:2009/05. Lot number: 625977 manufacturing date: 2007/09 expiration date: 2009/08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal bleeding"), post procedural complication ("post removal complications"), mental disorder ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the device dislocation, pelvic pain and genital haemorrhage had resolved and the post procedural complication, mental disorder and urinary tract infection outcome was unknown. The reporter considered device dislocation, genital haemorrhage, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" updated to "pelvic pain", events- " post removal complications, psych injury, gen. Abnormal bleeding, migration, uti " added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.